Manufacturer narrative:
Received one device. Customer complaint of repeat repair confirmed through downstream occlusion sensor (dso) test/visual inspection. Replaced main board, dso sensor, bezel, and seal. Performed sensor calibration. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette not attached properly. The event happened during testing. No patient involvement.